Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/27/2023, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii tip of the delivery needle broke inside the patient. The broken fragments were moved. This was discovered during a knee arthroscopic procedure on (B)(6) 2023. The case was completed using another product. Additional information requested.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer attached picture. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that a user error is the most likely cause(s) for the reported failure can be a user error due user error from excessive force applied during use.

Event description:
Additional information received on 2/7/2024: the case was completed using another ar-4501 meniscal cinch ii. The case was delayed approximately thirty minutes to recover the broken tip. Additional anesthesia was not needed, and the patient suffered no negative effects.